Event description:
70 minutes into initiationn of treatment patient c/o shaking chills. Temperature 98.8. Patient stayed on dialysis. 30 minutes later temp. 100.7. Patient taken off. Given benedryl & tylenol. 15 minutes into treatment discontinued. Temp. 100.8. Chilling subsided. Blood cultures negative. Dialyzer 7th usedevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.